Manufacturer narrative:
Additional information: 1/3 colo and 2/3 ns inflation fluid was used. One prior inflation was applied and the balloon burst at 12 atm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the inpact 018 drug coated balloon ipu06015013p, the balloon broke and detached, resulting in retained device fragments within the patient. Surgical intervention was required to open the thigh and attempt to remove the detached balloon pieces. Additional stents were placed and the procedure was completed. The patient was reported to be alive.

Manufacturer narrative:
Image analysis: the customer returned two images for evaluation. The first image depicts what appears to be the inpact 018 dcb device. The distal end of the balloon is detached from the rest of the balloon; the detached section can not be visualised. The second image depicts two pieces / strands of a red material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.